Event description:
It was reported that labeling issue occurred. A 035/260/3mm (b/5) amplatz super stiff was selected for use. However, during preparation, it was noted that the model on the outer packaging was different from the one indicated on the inner packaging. No patient complications were reported.

Event description:
It was reported that labeling issue occurred. A 035/260/3mm (b/5) amplatz super stiff was selected for use. However, during preparation, it was noted that the model on the outer packaging was different from the one indicated on the inner packaging. No patient complications were reported. It was further reported that there was no issue with the label. The model of the outer packaging is for the amplatz super stiff package of 5, while the inner packaging label is for the each amplatz wire individually.